Event description:
It was reported by the affiliate during an unk procedure the staples of the cdh29 would not deliver. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h4:info not available, device not returned for analysis. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: it has been several months since this reported event. Co has not received further correspondence about the device which was involved in this reported event. Unfortunately, since the device was not returned to the co co is unable to perform an analysis and provide a report.